Event description:
It was reported that after implantation of the interstim trial lead, the patient experienced significant pain in her spine, vaginal area, and other areas near her bladder as well as persistent constipation. The pain was so severe that the patient could not sit or lie down and at night had to pace the floor. She also didn't have the strength to get up from her bed or a chair as often as she felt the urge to go to the bathroom. Her urinary symptoms did not improve during the trial, she still experienced painful urgency, needed to 'go' up to 70-80 times in 24 hours and urinated only a few drops each time. The patient also noted that she would get shocked when the external neurostimulator would brush against something, such as furniture, causing terrible pain. The patient believes she has nerve damage as a result of the phase I surgery. The patient was referred to a new physician and again underwent trial surgery. Although she is still experiencing pain from the first trial, the patient is satisfied with the current trial and she is scheduled for a chronic implant. Further information is being requested from the hcp at this time.

Manufacturer narrative:
.